Event description:
Customer reported that the touchscreen was unresponsive. There was no adverse impact to the customer's blood glucose level. Customer declined a callback, and no further action was required.